Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was cutting but not sealing. It is unknown how the procedure was completed or if there were any patient effects. The product was discarded. The event date is unknown. It is not believed to be the cord or generator as they have been switched out recently.